Event description:
Boston scientific received information that during general device change out, this left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. The physician noted that this lead had insulation damage which was repaired at previous implant. A lead fracture was suspected upon lead testing along with clinical observations of loss of capture (loc) and increase in pacing threshold. Additionally, this lv lead had been turned off few years ago as the patient was not responding well to pacing parameters. Additional information indicated that the lead fracture was not confirmed. The physician opted not to turn on the lead. This lv lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.